Event description:
It was reported during bph procedure at 22,547 joules of use; the aiming beam fired straight out of fiber and cap fell off was observed. The cap (tip) of the fiber was not cleaned during the procedure. The procedure was completed using second fiber at 19,225 joules of use. The fiber cap (tip) of second fiber was cleaned during the procedure. Patient outcome: no injury to patient was reported.

Event description:
Additionally it was reported that fiber degradation was observed due to physician burying the fiber into the tissue.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "end cap fell off" could not be confirmed. Glass cap fracture observed. The probable root cause of the failure is operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.